Manufacturer narrative:
The qc technician's complaint of intermittent bias current error could not be duplicated. However, upon disassembly for visual inspection corrosion was found on the motor cartridge and the press plug. The ball bearings on both the driver and the top of the rotor shaft were broken.

Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.